Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the implantable pulse generator (ipg). No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.